Event description:
This is a spontaneous case report received on 30-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. Plaintiff began experiencing severe abdominal pain, severe low back pain, pain during intercourse, and cramping. In approximately (B)(6) 2014, she sought medical attention for her complications. Her healthcare provider informed her that her symptoms were related to her essure device. On or about (B)(6) 2014, she underwent a partial hysterectomy. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had severe abdominal pain/cramping after essure (fallopian tube occlusion insert) insertion. She underwent a partial hysterectomy 7 months after essure placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature, its positive temporal relationship with essure procedure and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed, essure removal implied). A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had severe abdominal pain/cramping after essure (fallopian tube occlusion insert) insertion. She underwent a partial hysterectomy 7 months after essure placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal pain may occur. In this particular case, limited information was provided. However, considering event's nature, its positive temporal relationship with essure procedure and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed, essure removal implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.